Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of supraventricular tachycardia (svt) resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Rhythmcare then discussed programming options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.